Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer air dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On 25 june 2019, it was reported that a dermatome was leaking during use on 10 april 2019. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device on 15 april 2019 noted that the dermatome was out of calibration at all four settings and that the motor did not run. The reported leaking was confirmed during inspection of the device. Repair of the dermatome occurred on 25 june 2019 and involved replacing the motor, reciprocating arm, multiple bearings, the width plate screws, and an o-ring as well as recalibrating the device. The technician then tested and verified that the dermatome was functioning as intended and returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the device was leaking air during use and that the motor did not run, it cannot be determined from the information provided as to what caused the motor to fail such that air would leak through it during use. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental or final medwatch will be filed.

Event description:
It was reported that after surgery the hand piece was leaking while the throttle was depressed. No adverse events were reported as a result of this malfunction.